Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a gradual increase in pacing lead impedance was observed over the past 3 months. The patient is not dependent and the lead was otherwise functioning normally. No adverse consequences were detected. The lead remains implanted.